Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer declined to troubleshoot for the high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed displacement test, motor error alarm during rewind and alarm history due to motor encoder signal out of phase. We were unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm and failed displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.